Event description:
It was reported that therapy was not working for a number of months, but it was working and needed tweaking, but the patient was not sure. The patient wanted to set up an appointment to meet with a manufacturer representative to tweak the stimulator. There was a burning sensation around the incision area for about a month, on and off. The patient used lidoderm for pain on the area to help the burning and numbs it. The last 6 months, the patient had a big increase in pain, but may have messed it up and the patient didn¿t know. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient was having trouble getting an appointment with the hcp. No help so far in resolving the problem. There was burning pain at implant site off and on.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v182142, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).